Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they can't recharge the implanted neurostimulator (ins) battery. Patient stated they talked with rep today and they went through a whole series of things and rep told patient to call medtronic. Patient tried to connect to the recharger cord and verified the controller is showing battery empty cannot continue recharge the controller patient connected the controller to ac power and verified the green light is flashing on the top of the controller. The controller is 50% charged and the implant is 40% charged. Agent is going to call patient back in 1 hour to verify that the controller is fully charged and they are able to connect to charge the implant. Patient called back repeating information from previous call and that the controller is fully charged. Patient reported they were waiting on a call back from an agent but never got the call and are calling back to finish troubleshooting. Patient stated the controller was 100% and the implant was 30%. Agent had patient inspect the recharger for any visible damage; patient confirmed no damage. Agent had patient start a charge session; patient got reposition message 3 times and then agent had patient enter passive recharge mode. Patient noted the number values were all 0's; patient shook the cord and got 22, 22, 99 and patient added that where the cord went into the paddle was hot to touch. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) received for product analysis. Analysis found that there was a failure with the recharger and that the low reading being 0 should be higher than 30 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.